Manufacturer narrative:
Additional information: device available for evaluation, returned to manufacturer on 01/17/2020. Device evaluation: a bag with a specimen cup was received january 17, 2020. A cut lens was received inside the cup. The lens condition is typically of an explanted lens. Since the complaint is related to dysphotopsia non-specific and how the lens was received, the complaint could not be verified. A product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaint has been received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, information not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 21.0 diopter intraocular lens (iol) was explanted from the patient¿s left eye due to dysphotopsia. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).